Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the endo therapy accessory became welded to the forceps elevator, causing a metallic foreign object to adhere to the forceps elevator. It is therefore presumed that the event occurred because procedure continued using the device with this adhered metallic foreign material. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.